Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of the investigation performed on 12/20/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings: investigation revealed that the display screen was dim and discolored. Review of the pump¿s black box data showed history of a rebooting event. The pump was received with the incorrect time and date; the time and date were set properly prior to testing. The pump was primed and exercised for 24 hours without emitting alarms or warnings. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).